Event description:
A customer contacted baxter (B)(4) to report a system error 2240 alarm that appeared on the homechoice (hc) machine during the 6th cycle. The patient discovered that solution had leaked out from the dialyse bags which were on the table. This incident occurred during this summer (exact date unknown), and in the nurse's opinion, the leakage came from any of the bags. A culture of the abdomen was taken to exclude if any possible air had been into the abdomen. No patient injury has been reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same or similar to the product distributed within the u.s. A follow-up report will be filed should any significant supplemental information become available.